Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500 mg/dl). Boluses via pump and manual injections were used to address elevated bg. Multiple pump supply changes were performed and infusion set site was changed. Customer had not been sick or using any new medication. The infusion set tubing/site appear to be functioning. Customer did not know cause of elevated bg and declined tandem technical support's offer to perform a pump system check. Customer reported bg only lowered with manual injections. Subsequently, reverted to using manual injections for insulin therapy.